Event description:
The product was used during a hysterectomy procedure. Reportedly, the instrument was difficult to open after firing. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory,